Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with noise, ventricular tachycardia non-sustained episodes (vt-ns), high rate non-sustained episodes, sensing integrity counter (sic) and high lead impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.